Event description:
On (B)(6) 2012, the aci sales associate reported that a male pt underwent an interventional peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the right most inferior sweep of the iea common femoral artery, using a 6f sheath (unknown model). A pre-procedure femoral angiogram showed the vessel size to be approx 8mm. Peri-procedure the pt was anti-coagulated with heparin. Following the procedure, the physician who was in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. A 50/50 contrast and saline mixture was used. It was reported that material migrated into the pt¿s vessel, causing diminished flow distally. Hemostasis was achieved at completion of the procedure, but 5 minutes post procedure the pt was taken to holding because the pt developed a large hematoma that spread medially to his scrotum. Additional arterial pressure was applied, but the hematoma continued to expand. The pt was taken back into the lab and access was achieved through the right leg (contra lateral) and images were taken. The pt required additional peripheral vascular intervention to correct the blockage from the material and peripheral vascular disease that was causing diminished flow to the pt¿s lower leg. The material was visible inside the vessel upon angiography. Catheter aspiration was attempted and some of the material traveled downstream to the mid sfa, stenting was performed and the remaining material was compressed against the mid sfa arterial wall. The pt was taken to ICU and was reported as doing well. The patient was reported as hospitalized and discharged from the hospital in the afternoon of (B)(6) 2012. On (B)(6) 2012, the aci sales associate reported that crushing the balloon and compressing the material was done in the cardiac cath lab. When the pt was moved to the ICU post procedure the pt was monitored for 24-48 hours. The pt¿s pulses in lower extremities were checked and the pt¿s groin at the access site was monitored. The pt received standard ICU care. The physician injected contrast down the pt¿s right leg to see if the material was in the vessel, and material was noted in the vessel. The material was occluding flow in combination with the plaque burden that was present in the vessel which had reduced the lumen size. It was reported that the material was not tested, but it is the physician¿s opinion that the material may have been peg (mynx sealant).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1209002) indicated that the mynx lot met all established performance criteria prior to shipment.